Event description:
It was reported that while treating the aneurysm, the physician deployed the stent at the neck of the aneurysm. He tried to advance the guidewire into the aneurysm to begin coiling, however, the tip of the guidewire became entangled with the stent. The physician tried to pull the guidewire back, but it was "tied in a knot" around the stent. As he kept pulling the guidewire, it pulled the stent proximal to the neck of the aneurysm. As the stent came back, the guidewire was untangled and removed from the pt. The physician decided to let the stent endothelialize for thirty days and attempt to coil the aneurysm at a later date.

Manufacturer narrative:
Other for stent interaction with the guidewire.